Manufacturer narrative:
H10:a philips remote service engineer (rse) evaluated the issue and confirmed the reported issue. The case was transferred to the sales handling for a service proposal. The corrective action and final disposition details of the device are unknown because the customer refused service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. H11: updated contact information, contact office entity, and manufacturing site.

Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-17337.

Manufacturer narrative:
Initial reporter name and address: (B)(6).

Event description:
This report is based on information provided by philips service personnel and has been investigated by the philips complaint handling team. Philips received a complaint from customer reporting alarm battery failure on a v60 ventilator. The device was not in clinical use. There was no report of harm. Investigation ongoing / resolution pending.